Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusions: it cannot be determined whether the event was related to device performance, or pt's condition.

Event description:
Boston scientific crm received info that during the implant procedure, this epicardial lead was implanted and abandoned due to high threshold measurements. No adverse pt effects were reported.